Event description:
This case was reported by a consumer and described the occurrence of death (nos) in a male pt who used double salt denture cleanser (polident overnight denture cleanser tablets) as a denture cleanser. A physician or other health care professional has not verified this report. Concurrent medical conditions included caffeine consumption, diabetes, high blood pressure, lung problem and smoking. On an unk date, the pt began using polident overnight denture cleanser tablets as directed. An unk time later, the pt experienced jaw pain, ear pain, sinus pain, numbness and tingling of the hands and feet, bruising of the gums and jaw, foul taste in the mouth, light headedness, canker sores, unspecified digestive problems, and unspecified lung problem. It was thought that he may have had lung cancer, but it was never confirmed. The reporter stated the pt never got tested for anything because he was in so much pain. The pt died in 2009 from an unk cause. It was unk whether an autopsy was performed.